Manufacturer narrative:
This is the same event as 3010536692-2016-00441.

Event description:
Allegedly the patient was revised due to the following mom complications: pain; swelling; pseudotumor, elevated ion levels; discomfort.-(left)